Event description:
It was reported the powermax elite mdu hand control was overheating. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.